Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the related hospitalization, and the liberty cycler or the liberty cycler cassette. Additionally, there is no allegation of device malfunction and the adverse event.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was having problems draining manually. Follow-up information with the pd nurse revealed that the patient was subsequently hospitalized for peritonitis. The patient was started on vancomycin and gentamicin in the clinic on (B)(6) 2017. The pd nurse also confirmed that the peritoneal effluent cultures were positive for gram negative bacilli serratia marcescens. Additionally, it was stated that while the patient was hospitalized, it was determined that the patient¿s kidney function was restored. The patient was discharged from the hospital several days later (date of discharge unknown). Following hospital discharge, he patient¿s pd catheter was removed and the patient¿s renal replacement therapy (rrt) was discontinued.